Event description:
It was reported that the patient experienced redness and swelling in the pocket area. The patient developed an infection. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.